Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding meningitis and treatment were unsuccessful. This is the final report.

Event description:
The recipient is reportedly experiencing spinal meningitis. The recipient presented with high fever. On (B)(6) 2019, the recipient was admitted into the hospital. The recipient is on IV antibiotics.

Manufacturer narrative:
The recipient has reportedly recovered.

Manufacturer narrative:
The recipient reportedly was discharged and is in the process of healing.